Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had ineffective stimulation coverage. The pt reported he underwent a revision procedure on (B)(6) 2013 to reposition the lead. It was reported the issue did not resolve as a result of the procedure. No further info is available at this time.